Manufacturer narrative:
(B)(4) engineering evaluated the monitor and determined that the source of the fire was a ruptured cell found within one of the lithium ion battery packs. Further testing confirmed that the monitor's power supply charging capabilities are within spec, and the battery cable assembly is intact and operational. Our battery vendor has confirmed that they have not seen a trend associated with this failure mode (B)(4) therefore, the failure is considered a random event associated with the use of lithium battery technology.

Event description:
The customer advised a (B)(4) service rep that while the monitor was turned on and unplugged, running on battery power, smoke and fire was momentarily emitted from the battery compartment of the monitor. The smoke and fire stopped without intervention. This occurred prior to use on a pt. No injuries were reported.